Manufacturer narrative:
A ge service rep performed and onsite investigation. The software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system recurrently displayed a motion sensor error message and shut down multiple times. No pt injury was reported.